Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6b: explanted date: device was not explanted. Visual inspection of the actual sample obtained the following results. Exposure of the stent from the distal end of the sliding part. The thumbwheel had not been unlocked. Magnifying inspection of the sliding part (stent-mounting section) obtained the following result. Stent was exposed approximately 1.0 mm. Sliding part had moved approximately. 2.0 mm to the proximal side. Magnifying inspection of the shaft section found no anomaly in the appearance such as crushing or stretching. Magnifying inspection of the release wire-fixed section found no anomaly in the appearance such as detachment of the fixed section. X-ray fluoroscopic inspection inside the actual sample found no anomaly such as a fracture or kink in the release wires. X-ray fluoroscopic inspection inside the handle confirmed that the thumbwheel had not yet been rolled back in comparison with a current product sample. A current 0.035-inch guidewire sample was inserted into a current 7fr slenguide sample, then the actual sample was inserted into the slenguide along the guide wire. The exposed part of the stent got caught on the hub of the slenguide, insertion of the actual sample was not possible. (Reference value: actual measurement value) outer diameter of the exposed part of the actual stent: approximately 2.26 mm inner diameter of a current slenguide sample: approximately 2.20 mm. A current 0.035-inch guidewire sample was inserted into a current 7fr slenguide sample, then a current misago sample from the involved product code was inserted in the slenguide along the guidewire. The current misago sample was possible to be inserted with no resistance. After the successful insertion, no exposure of stent or displacement of the distal end of the sliding part was observed. (Reference value: actual measurement value) outer diameter of the sliding part (stent-mounting section) of the current misago sample: approximately 2.06 mm. Inner diameter of a current slenguide sample: approximately 2.20 mm an attempt to release the stent of the actual sample was performed. The stent was possible to be deployed to its full length. Magnifying inspection of the stent of the actual sample after the above release found no anomaly such as a breakage or deformation in the struts. Magnifying inspection of the sliding part (where the stent had been mounted) found that the distal end of that part had been spread in a flare shape. Electron microscopic inspection of the sliding part (where the stent had been mounted) found dents and scratches at the distal end and scratches at the center (approximately 20 mm from the distal end) and at the proximal end (approximately 40 mm from the distal end). From this, it was inferred that some hard object (the inner lumen of the slenguide) had come into contact with that area and stuck to that part. The outer diameter of the undamaged part of the sliding part (where the stent had been mounted) was measured and found to meet our control standard, and no anomaly was observed. Magnifying inspection of the inner shaft (where the stent had been mounted) found no anomalies in the appearance such as kinking or crushing. Magnifying inspection of the distal tip section found no anomalies in the appearance such as flaring of edge or crushing. Electron microscopic inspection of the distal tip section found scratches. From this, it was inferred that some hard object (such as the inner lumen of the slenguide) had come into contact with the area in question. The product is designed to release the stent when the sliding part (stent sheath and cover sheath) is retracted into the intermediate shaft (non-moving part). Regarding this case, based on the circumstances of the event, it was thought that the distal end of the sliding part of the actual sample was caught on the concurrently used 7fr. Slenguide due to some factors. It was inferred that push-in force was applied to the actual sample in that caught condition, causing the non-moving part (inner shaft) to move forward. Due to this, the stent was pushed forward and exposed partially. To confirm the above assumption, a simulation test was conducted using a current misago sample as follows. The inner diameter of the transparent tube was narrowed with cable ties to trap the distal end of the sliding part, and then push-in force was applied to the misago sample. As a result, the stent was exposed partially from the sliding part. In the above simulation test, it was observed that the sliding part was slightly retracted into the intermediate shaft (non-moving part), and the position of the distal end of the sliding part was shifted to the proximal side. No anomaly was found in the manufacturing record and the product inspection record. No other similar report was found in the past complaint file. Based on the investigation results and the circumstance of the event, it was likely that, when the actual sample was inserted in the 7fr. Slenguide, the distal end of the sliding part of the actual sample was exposed to some object (e.g., lumen of the slenguide) and caught on it, which resulted in the failure to pass through, subsequently, when the actual sample in that caught state was subjected to push-in force, the non-moving part (inner shaft) moved forward, which resulted in the stent being pushed out and partially exposed. In the above situation, it was presumed that the sliding part was slightly pulled into the intermediate shaft (non-moving part), and that the position of the distal end of the sliding part was shifted toward the proximal side. However, since the slenguide was not returned, it was not possible to clarify the reason for the non-compliance in this case. Relevant instructions for use (IFU) reference: "if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap." "Stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) Do not advance the stent system by force if you feel any resistance during insertion." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that treatment of right iliac from left radial using an r2p was performed. With glidesheath slender (gss) insertion of 7 fr slenguide and predilation with metacross. After that, the r2p misago 8/40mm was used; however, it could not go through the slenguide. Changed to r2p misago 7/40mm to continue procedure and the substitute went through the slenguide with no problem. There was no health damage to the patient due to the exchange of misago. The stent was changed out, and the procedure finished with no issue and successfully. The patient was not harmed, there was no residue in the patient. There was no patient injury/medical or surgical intervention required.